Event description:
It was reported that pt underwent shoulder arthroplasty revision in 2008. Subsequently, the glenoid liner disassociated and pt returned to surgery three months later.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. Correspondence was received from user facility risk manager stating event was not considered medwatch reportable. This report filed on june 27, 2008.